Manufacturer narrative:
The device was returned to olympus for inspection. It was observed that during the device inspection the 26 fr. Outer sheath had the ceramic tip of the insulation insert was broken. A root cause was not determined. Based on the results of the investigation, the most likely cause was stress related due to usage of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
No additional information received from customer

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported "the tip must be corrected" ( ceramic tip damage) . There were no reports of patient harm.